Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the gears and collars were replaced on the cutter; however, the cutter failed testing with an incomplete cut. The cutter was returned as is and will need to be replaced by the account. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that this device produced an incomplete mesh. Living legacy foundation is a cadaver skin bank and there was therefore no patient involvement. Evaluation of this cutter found it failed the cut test. No adverse events were reported as a result of this malfunction.